Manufacturer narrative:
Unit received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low battery alarm due to failed battery test. Unit had minor scratched liquid crystal display window, no cracked liquid crystal display window noted.

Event description:
The customer reported via phone call that they had cracked at screen. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The device will be returned for analysis.